Manufacturer narrative:
Device not yet received by manufacturer for inspection and evaluation. Any additional information that may be obtained will be sent in a follow-up when available.

Event description:
Patient received burns during iontophoresis. Burns classified as 1st degree. Medication delivered through treatment was ketoprofen, dosage 2.0cc. Patient is reported as having no preexisting conditions. Wave form used for treatment was constant current. Intensity was not disclosed. Treatment was interrupted but progress toward recovery was not impeded. Patient received "local pharmacologic treatment" for burn.